Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/16/2020. A manufacturing record evaluation was performed for the finished device mm6704 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #: mm6704. What do you mean by "risk to lose the needle on the tissues"? The customer means that when the needle pulled off from the needle there is a risk that the needle stay inside the patient. Was the needle removed from the patient body in initial procedure itself? The needle is not fallen inside the patient body. If yes, where and how was the needle located? N/a. If needle still remains, any plan to remove the needle post-op from patient body?- any medical /surgical intervention done on patient post-op? N/a. Any patient consequences/ae outcome as a result of the event report? The operative follow-up was simple, no patient consequences reported.

Event description:
It was reported that the patient underwent a total hysterectomy and a bilateral salpingectomy procedure on (B)(6) 2019 and suture was used. The suture used to close the vagina in thread removed from the needle. The wire was changed. Risk to lose the needle on the tissues. The needle is not fallen inside the patient body. There was no adverse patient consequences reported.